Manufacturer narrative:
(B)(4). The device was manufactured march 18, 2014 to march 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.10 ¿ 0.40 mm were observed floating in the fluid of the bladder. Fourier transform infrared spectroscopy determined the particles to be acrylic material. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within the bladder. This was found during filling. There was no patient involvement. No additional information is available.